Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of asymptomatic chronic dissection extending from zones 2 to 15. A conformable gore® tag® thoracic endoprosthesis was reportedly implanted in zone 2, with coverage extending distally to zone 4. The device was reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 2. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 56 mm, in zone 4. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed and included surgical transposition of the left subclavian artery (lsa) and left common carotid artery (lcca). According to the report, the lsa was not covered. Post operatively the patient had a spinal drain placed and was transferred to the intensive care unit, with no post-operative complications being reported. It was reported, the patient was discharged home on post-operative day eight. The maximum aortic diameter within the treated area at discharge was reported to be 58 mm. On an unknown date approximately 33 days post-operatively, imaging identified proximal extension of the dissection to zone 2 and aortic enlargement within the treated area to 59 mm. There was no reported endoleak or additional procedures performed related to the dissection. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.